Manufacturer narrative:
Distribution history: this complaint unit was manufactured at csi on 10/10/2019 and shipped on 12/10/2019. Manufacturing record review: dhrs 269843 & 269835 were reviewed and no non-conformities, related to the complaint condition, were noted. Service history record: this unit was serviced august 13, 2024 for a faulty main board. The main board was replaced, tested, and returned to the customer. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. As this unit was not confirmed to have a functional issue there is no relevancy. Product receipt: the product was returned 10/10/2024. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the device tested to specification and found to meet all visual & functional test specifications. A root cause is not applicable as the complaint condition was not confirmed. The unit was tested to specification free of defects and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
It was reported that while performing an unknown obgyn procedure, the leep would not cut. No patient harm reported. Unit to return for repair. No additional information. Lp-20-120 leep 2024-10-0000210.

Manufacturer narrative:
Device is being returned for repair. Once the investigation has been completed, a follow-up MDR will be submitted.